Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2023-47806. It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited noise reversion on (B)(6) 2020 while right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch on 17mar2015. The rv and ra lead were explanted and replaced. The patient was in stable condition throughout the procedure.